Manufacturer narrative:
The customer indicated that the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak of a chemotherapeutic agent. The plumset was being used to deliver an unspecified concentration of paclitaxel, at an unspecified rate, via a plum pump. It was reported that 30 mins after the delivery was started, a leak of solution was noted. It was reported that solution was leaking at the flow regulator of the cassette of the plumset. The plumset was replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.